Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. No unexpected beeping alarm noted during our testing. The keypad connector was found close properly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when he presses the action button on his insulin pump he has to hold it in order to get a response. The keypad anomaly occurred while programming a bolus. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.